Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colectomy, on surgical stapling, the device did not fire and got locked, the black pusher thumb piece could not be moved. They opened a new stapler with the same lot number to complete the case. There was no patient injury.